Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery without the infusion set on his body. Customer also indicated that there were other unexpected errors and that there may be a leak in the pump. Customer also indicated that the piston shaft is not off center and that the reservoir may have leaked into the pump. Customer's blood glucose was unknown at the time of incident. Troubleshooting was declined by customer and was advised to do a complete set change when he is able. Customer indicated that he would not return any pf the products for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion, prime/a33, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. No anomaly to motor slide noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. However, the insulin pump was received with minor scratches on the lcd window and cracked case at display window corners.